Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing needle shield was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing needle shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing needle shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ eclipse¿ the needle cap was missing. A clean needle stick occurred. The missing cap event affected 600 devices. The clean needle stick event occurred 1 time. The following information was provided by the initial reporter. The customer stated: "there was no needle cap and the customer was stabbed when unpacking the package."